Manufacturer narrative:
One smiths medical cadd®-solis ambulatory infusion pump was returned for analysis. The pump was visually inspected and was tested for any signs of function and pressure failure. A crack and a bubble were found to the dso seal and the air sensor was loose upon visual exam. It was also noted that an indentation marking was found on the cassette's latch arch during the visual inspection. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/-6%. No issue was found with the cassette's tubing. Based on these investigation results, the complaint cannot be confirmed and the root cause is unknown.

Manufacturer narrative:
Initial report was sent as a concomitant with MFR# 3012307300-2018-01273. Device evaluation: one smiths medical cadd tubing was returned for analysis. During analysis, the returned product was visually inspected under normal conditions of illumination and defects were detected. The product was set for accuracy testing using a pump solis vip and a balance mettler toledo to look for unusual function; no discrepancies were detected; the accuracy test was successfully passed. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
It was reported that a cadd®-solis ambulatory infusion pump had a delivery accuracy issue and adverse health issue. However, no information was provided regarding any adverse health issues.

Event description:
It was additionally reported that the patient had requested pain relief through an epidural during labor. No medication was being delivered through the pump or tubing. The epidural was bolused and the pump and tubing were replaced. The patient was able to get comfortable and dilation to complete with a vaginal delivery.